Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week later, patient presented with abdominal pain. Supine and upright views of the abdomen demonstrated chances of cholecystectomy as well as inferior vena cava filter placement. There was mild degenerative changes of the lumbar spine and pelvis. Then underwent computerized tomography (CT) revealed that of asymmetric decreased attenuation within the inferior vena cava extending above and below an inferior vena caval filter. Above the filter, there was atypical contrast enhancement of the inferior vena cava with a cordlike region of decreased enhancement measuring 5 millimeters running on the anterior margin from the filter to the level of the liver. At the level of the filter, there was decreased enhancement likely due to intraluminal thrombus. The common iliac veins were expanded likely due to the presence of intraluminal thrombus. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus at the level of filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, the patient was diagnosed with thrombus at the level of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the thrombus was identified at the level of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.